Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a (B)(6) transmission. The oversensing was noted on a stored egm for a nonsustained lead noise episode. Programming changes were recommended. It was determined no programming change at this time. The patient will be monitored.